Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to infection. The modular head and liner were removed and replaced. Patient experienced recurring infection on (B)(6) 2014 and was treated with antibiotics.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-04768.